Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 70-114mg/dl fasting. Verified the strips expired 1/20/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 103mg/dl and 102mg/dl fasting. Reviewed meter memory. (B)(6). Memory concerns:67mg/dl (B)(6) 2015 9:48am. Customer called concerned their meter is registering high results because they performed a back to back blood test on (B)(6) 2015 at 1:05pm after a meal and received a result of 170mg/dl and 196mg/dl the customer feels at this time her sugar should be between 70-114mg/dl.